Event description:
It was reported that the atrial lead was not sensing appropriately. The mode was reprogrammed to vvir, and the atrial lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.